Event description:
It was reported that the pt's catheter broke sometime before their pump was replaced in 2007. The medication being delivered via the device system was lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.